Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the intensive care unit for diabetes ketoacidosis. Troubleshooting was performed. The daily totals matched. However, the boluses history did not show any boluses for several days prior to the event. The high pressure test was performed and passed. No further information was provided.